Event description:
It was reported that the data from this pacemaker could not be read when interrogated. Technical services (ts) provided troubleshooting. Eventually, it was determined by interrogation that this pacemaker was in safety mode. It was noted that the battery estimate was at one and a half years approximately six months ago. This device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further analysis. Later, this product was received by boston scientific for full investigation.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could be interrogated and was confirmed to be operating in safety mode. Evidence of memory corruption was also noted. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the memory errors identified in the laboratory setting, the slightly swollen battery, and the clinically-observed reversion to safety mode operation.

Event description:
It was reported that the data from this pacemaker could not be read when interrogated. Technical services (ts) provided troubleshooting. Eventually, it was determined by interrogation that this pacemaker was in safety mode. It was noted that the battery estimate was at one and a half years approximately six months ago. This device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further analysis.